Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. Difficulty in removing the device as reported can be influenced by, but is not limited to: manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all devices undergo multiple deployment related inspections including but not limited to: verification actuator wire is properly bonded to foot, handle lever properly opens and closes to deploy and park the foot, and at final inspection the foot is inspected for damage, deployment and parking is verified again. A sample of devices from each lot must be successfully functionally deployed as part of lot release testing. The proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. A femoral angiogram was taken and mild calcification was noted. The IFU states: patients with femoral artery calcium which is fluoroscopically visible at access site is listed as one of the special patient populations for which safety and effectiveness of the perclose proglide smc devices have not been established. Based on the reported information and the inspection criteria, a definitive cause for the reported device being difficult to remove and the associated patient effects could not be determined; however, the reported mildly calcified common femoral artery may have been a contributing factor. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there was no indication of a product deficiency. All proglide devices undergo deployment and parking related inspections and functional deployment testing must meet specification.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a perclose proglide device after a left heart catheterization diagnostic procedure. Reportedly, after parking the foot, the device was difficult to remove, extra pulling was required. The device came out with a piece of atherosclerotic plaque stuck between the proximal and distal guides. The sutures were harvested and used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.